Event description:
End user's daughter in law alleges that the unit runs 30 to 40 minutes and it shuts down, the setting is at 3.

Event description:
It was reported the compressed gas cylinder shuts down during use.

Manufacturer narrative:
Further review of this complaint found the compressed gas cylinder was shutting down during use; not the concentrator as previously reported. This event has been deemed not reportable.